Event description:
Reporter reported that when hospital staff connected the rt219 adult breathing circuits to a ventilator, they were unable to insert the probe into the port on the breathing circuit. No pt consequence was reported.

Manufacturer narrative:
The actual device was visually inspected. Results: our records indicate that this is the only complaint of this nature for the given lot number. The rubber grommet that sits in the temperature probe port had rotated about 60 degrees from its usual positon, preventing the insertion of the temperature probe, as there is no v notch. Conclusions: this problem is caused by incorrect assembly during manufacture. We have an open training and qualification CAPA to address this problem.